Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that the procedure was an meniscal repair. The t1 implant remained in the patient. T2 was removed by cutting the suture and being removed with a grasper. There was less than a ten minute delay.

Manufacturer narrative:
Initial reporter zip: (B)(6). (B)(4).

Event description:
During an unknown procedure it was reported that the surgeon had a misfire which became apparent when the delivery needle was removed. A backup implant with a different lot number was subsequently used and this was successfully deployed. No patient injury was reported.